Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. On 16-oct-2023, the customer alleged issue for pump error 43 alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case corner of the belt clip rails near the battery compartment during the visual inspection. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 alarm noted. Successfully downloaded history files and traces using thump. Pump error 43 alarm found multiple times in the pump history on 03/09/2024 from 16:02:00.000 until 16:45:48.000 and pump error 130 alarm on 03/09/2024 at 16:15:27.000. Pump was cut open to perform visual inspection and found corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value was 243 mg/dl at the time of the event, along with pump error 43, unable to rewind. Troubleshooting was performed and it was unsure if the insulin pump device was utilized within 48 hours, and whether the auto mode option was activated or not at the time of the occurrence. No further customer complications were reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.